Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2024-00635-02 under a different suspect device. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Troubleshooting by the customer included sample retesting and recalibrating, no instrument troubleshooting was performed. As no definitive part was identified as likely cause for the issue, the alinity I, serial # (B)(6) was deemed the likely cause; however, sample integrity cannot be ruled out. The service history of the alinity I, serial # (B)(6) returned no additional tickets for imprecise patient results. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the alinity I, serial # (B)(6) was identified.

Event description:
The customer observed imprecise results for the alinity I b12 assay for one patient. The following data was provided: sample ID: (B)(6) reagent lot 65284ud01 b12 results: 232.63 pg/ml on (B)(6) 2024 reported out believed to be correct. 331.36 pg/ml on (B)(6)2024, 236.00 pg/ml on (B)(6)2024. Reference range for b12 187-883 pg/ml there was no impact to patient management reported.